Event description:
Have had nothing but problems ever since I got these implants. Brain fog, nerve pain, sickness and stomach problems, eye problems, weight gain, and the list goes on and on. Heart palpitations since getting implants. Dizziness. Dry eyes and memory problems.